Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The analyst noted the helix extends and retracts smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead helix was unable to be extended or retracted. An alternate lead was used. No patient complications have been reported as a result of this event.